Event description:
It was reported that the patient is now getting a hypoglossal nerve stimulator implanted for their sleep apnea. It is unknown if the sleep apnea is related to the vns or not but it was reported that all testing for sleep apnea occurred after the vns was implanted. No other relevant information has been received to date.